Event description:
It was reported the pt is currently w/o stimulation and has been unable to charge the ipg using two charging systems. It is uncertain when the pt last charged the ipg. The pt will be consulting with the physician regarding this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.